Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the power button was pushed into unit and broke the power switch. Patient involvement unknown.

Manufacturer narrative:
Evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection found a cracked enclosure and tank cover. Broken power switch and outdated printed circuit board (pcb) were also noted. Functional testing found the power switch was pushed into the enclosure, confirming the customer complaint. Root cause was attributed to wear and tear from repeated use of the power switch. Design failures with an outdated pcb were listed as the problem source. This issue will continue to be monitored and further actions taken accordingly. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Additional information was requested; however, no further specific details on this incident were received. "No further information was the medical staff at the hospital about the device." No patient injury or adverse affects have been reported at this time.